Manufacturer narrative:
A ge rep evaluated the system and adjusted the input transformer to compensate for fluctuations in facility's power. System operates as intended.

Event description:
Customer reported the system was rebooting on its own. No pt injury was reported.